Event description:
Sole separated from base of shoe. No injury reported.

Manufacturer narrative:
The evaluation has confirmed separation of the sole from the shoe. The supplier of the post op shoe has been issued a corrective action and has been unable to determine the root cause of the failure. Breg is no longer distributing this product.